Event description:
The ligasure handle would stick and not release the jaws. The second device was opened to complete procedure.======================manufacturer response for sealing device, ligasure atlas (per site reporter).======================manufacturer provided rga# and return packing for product evaluation.